Event description:
It was reported the patient is deceased and died approximately nine weeks post explant of the implantable cardioverter defibrillator (ICD) system. The patient developed an infection with a swollen device pocket and the device system was explanted. The organism was identified as proteus mirabilis. The cause of death was reported as sepsis with worsening heart failure, non- sudden cardiac death. The patient was enrolled in the (B)(6) clinical study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant products: d354trg ICD implanted: (B)(6) 2012; 4096 lead implanted: (B)(6) 2003. (B)(4).

Event description:
Additional information was received and reported the patient was initially hospitalized due to pocket swelling was treated and recovered. The patient had worsening heart failure and one week later was admitted to the hospital with a pocket infection. The device system was explanted and an epicardial defibrillation coil was placed. One week later the patient developed septic shock followed by toxic encephalopathy. Six weeks later the patient developed cardiac decompanesation with severe septicemia and urosepsis and died.